Event description:
The customer reported that the 840 ventilator failed to cycle on a pt. It is unk if the pt was injured as a result of the event.

Manufacturer narrative:
Multiple attempts have been made to try and retrieve more information but no customer response. The customer troubleshot this issue over the phone and was advised to run short self test (sst), extended self test (est) and performance verification test (pvt) for 48 hours.